Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that monitor was unable to display. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found an electrical problem at the customer site (caused by the local power supplier) and as a result the system was blocked (geometry and screens/monitors) when the site lost power and the system shut down. To resolve the issue, the hospital electrical issue was resolved and restart was performed. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An external power failures or outages may occur, which can cause the system not to boot up or start up, or to shut down. This scenario includes a situation in which the main hospital power supply is not functioning, or there is a localized power failure that is not caused by the device. Since the malfunction of an external power source would not be considered a malfunction of the system, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system's monitor was unable to display, which can impact imaging. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.